Manufacturer narrative:
A review of the internal documentation is in progress which has not yet resulted on a root cause for the event. An amended medical device report will be filed as soon as the investigation is terminated.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2014 and subsequently was revised (B)(6) 2014. It was reported the patient experienced dislocation after the first surgery due to the femoral and tibial components not aligning correctly.